Manufacturer narrative:
Date of this report: (B)(6) 2016. Device available for evaluation? Yes. Date received: (B)(6) 2016. Date received by manufacturer: 09/06/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, there was no detachment of any components or breaks in the device which is not consistent with the reported event. The inner shaft had a minor bend which would have caused some vibration during use however it is not likely a cause for the complaint. When viewed under magnification, there was a residue consistent with adhesive on the rotating hub. Functionally the blade would not load into a handpiece which would have prevented use. The complaint was confirmed for the alleged malfunction [faulty] however it was not confirmed for [it is in 2 pieces]. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the "blade was faulty on impact" and is in 2 pieces. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.